Manufacturer narrative:
S/w 4.11e retainer ring = black case type = ngp the customer returned the pump for alleged insulin flow block alarm on (B)(6) 2023. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. Please see below for the no delivery alarm listed on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 15:32:16.000 alarmalertnotification faultnumber = no delivery (7) - during bolus (B)(6) 2023 15:35:27.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 15:45:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 11:54:37.000 batteryremoved (B)(6) 2023 11:54:37.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 12:04:00.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 12:05:04.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 12:05:20.000 alarmalertnotification faultnumber = batt out limit (6) (B)(6) 2023 12:05:31.000 alarmalertnotification faultnumber = batt out limit (6) (B)(6) 2023 12:05:31.000 alarmalertnotification faultnumber = batt out limit (6) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Pump error 23 and battery out limit alarm were due to the battery removed for more than 10 minutes pump. The test battery was removed and reinserted with no pump error 23 alarm or batt out limit (6) alarm noted during testing. Pump error 23 - not confirmed. Batt out limit (6) - not confirmed. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Insulin flow block alarm/no delivery alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received insulin flow block alarm. Troubleshooting was performed and insulin exit tubing with manual plunger push. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the insulin pump will be returned for analysis.